Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed. In logs, the error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto an in-house system where the hrsv displayed a flickering image, successfully replicating the reported complaint. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical component issue in the hrsv.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye in the surgeon side console 1 (ssc1) high resolution stereo viewer (hrsv) was flickering. The procedure was continued with the ssc2. The technical service engineer reviewed the system logs but found no related errors. The procedure was completed with no reported injury. On october 15 2025, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: upon powering on the system, its functionality was checked, and any issues that arose were promptly resolved by the technician. To address the reported issue and ensure the procedure could continue without interruption, side console 1 was no longer used for the remainder of the process. Instead, the surgical team switched exclusively to using console 2, completely abandoning surgeon side console 1 for the rest of the procedure. Importantly, there were no injuries to the patient throughout the event.